Manufacturer narrative:
This device is distributed outside the united states; however, it is similar to the united states product. The product remains implanted in the patient and is not available for analysis. Additional information will be submitted within thirty days upon receipt.

Event description:
The male patient underwent a coronary stenting procedure to treat a restenotic lesion in the mid left anterior descending (lad). The lesion had in-stent restenosis of a genous 2.75 x 18mm bare metal stent. The main indication for the intervention was atrial fibrillation. A 2.75 x 23mm cypher select stent was used to treat the lesion. Post implant, a type a dissection was observed, which was treated with a 2.25 x 13mm cypher select stent.